Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The patient stated they "received a shock from pressing the button on the elevator". The patient admitted to not taking their medications the morning of the shock. The episode showed that the patient received an inappropriate shock related to atrial tachycardia with 1:1 conduction for a rate of 194 beats per minute. Reprogramming was performed and the ICD remains in use. The patient is a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).